Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a set screw with a rounded socket and the set screw was found in the connector bore. The analyst noted that no wrench was with the device at preliminary analysis.

Event description:
It was reported that during an implant procedure, the physician was not able to connect the connector of a right ventricular (rv) lead into the connector port of the implantable cardioverter defibrillator (ICD). The setscrew could not be tightened with the torque wrench and the connector of the lead kept falling out of the device port. The ICD was not used and a new device was connected successfully with the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.